Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Reportedly, the customer stated the infusion site was wet, so the customer feels there was an issue with the site. The customer changed the cartridge, tubing and infusion site and delivered a correction bolus to address bg level. In addition, the customer reported an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 115 units of insulin, but the insulin gauge remained stated at 80 units for about 24 hours. During a follow up call with tandem technical support on (B)(6) 2016, the customer confirmed insulin gauge was decreasing as expected and reported that the fill estimate was accurate.